Event description:
It was reported that during a da vinci si surgical procedure, the surgical staff reported seeing a broken wire on the pk dissecting forceps instrument. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Customer initially reported broken wires. However, for clarification, the nonconformance was broken pitch cables. Based on this clarification, the complaint was confirmed. Both pitch cables were broken at the distal clevis hub. Both cable segments that contain the crimp were still installed in clevis. Clevis does not exhibit any damage or wear marks. Electrical continuity passed. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.